Event description:
Caller reported that pump became hot to touch, and a temperature alarm was recorded. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.